Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on performing a pump reset, and after completing the reset, the cgm error code did not reappear. The caller successfully started their sensor session following the resolution.